Event description:
The customer reported that a patient had a large (4.8 cm) renal lesion that was ablated for 45 minutes in one position then 30 minutes in a 2nd position. During the ablation, the hca checked the four pad sites infrequently and not thoroughly enough. It was not identified that the pads had heated up during the procedure and when the pads were removed post procedure, burns were apparent at each of the four pad sites. The degree of burn and type of treatment were not reported.

Manufacturer narrative:
(B)(4). The incident grounding pad was not returned to covidien for evaluation. Additional questions regarding this incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.